Event description:
The customer reported via phone call that there was condensation under the display on their insulin pump. Customer stated they were pushed into the swimming pool, resulting in the moisture exposure. The customer was unable to read their display. The customer's blood glucose was 5.4 mmol/l. Customer was advised their insulin pump would be replaced. The customer stated they have reverted to manual injections. Customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.